Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for vascular - pulmonary embolism. Event is serious and is considered mild. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: oral medication: xarelto.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinic triage received and reviewed indicated that on (B)(6) 2021, the patient had bilateral cemented total knee arthroplasties to address primary osteoarthritis, end-stage, bilateral knees. Depuy components were used, including depuy patella and depuy cement. The medical records from (B)(6) 2021, note that the patient was status post bilateral total knee replacement. Total knee replacements are noted to be doing well. A clinical triage sheet noted that the patient¿s daughter reported that the patient was diagnosed with small pe x2 in right lung. No date was provided.